Manufacturer narrative:
Section b5: chronic gastrointestinal bleeding captured under MFR. Report # 2916596-2021-04006. Manufacturer's investigation findings: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed wire damage that would have contributed to the driveline fault alarms that were captured in the submitted log files. In addition, evaluation of the submitted log files confirmed a low flow event. According to the account, the low flow event was caused by a gastrointestinal (gi) bleed. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported gi bleed could not be conclusively established through this evaluation. Furthermore, a specific cause for the reported infection could not be determined. The submitted log files captured a transient low flow event on (B)(6) 2021 and intermittent driveline fault alarms from (B)(6) 2021 ¿ (B)(6) 2021. Excluding the pump stoppage events consistent with the reported driveline repair, the pump appeared to function as intended above the low speed limit for the duration of the files. It was later reported that the low flow alarms were expected to be due to a gi bleed caused by an infection. A distal-end driveline replacement was performed on (B)(6) 2021 under and approximately 16¿ of the external portion of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. The outer jacket, bionate, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage through the insulation of any of the driveline wires. (B)(6) was returned assembled with the driveline cut approximately 13¿ from the pump housing, and the distal portion of the driveline was returned measuring approximately 29¿ with a driveline repair approximately 20.5¿ from the controller connector. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was not returned. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Upon evaluation of the driveline returned with (B)(6), the outer jacket was found to be unremarkable. Electrical continuity testing on the distal section of driveline revealed no shorts or discontinuities. The controller connector, driveline repair, and the underlying wires of the distal section of driveline appeared unremarkable. The distal section of driveline was submerged in a saline bath for hi-pot testing and no areas of current leakage through the insulation of the driveline¿s wires were identified. Electrical continuity testing on the proximal section of driveline, connected to the pump, found that the red wire intermittently failed continuity testing with manipulation of the driveline. Continuity testing on the remaining wires revealed no shorts or discontinuities. Examination of the underlying wires revealed damaged conductors and wire insulation of the red wire approximately 10.75¿ from the pump housing. The proximal section of driveline was then submerged in a saline bath for hi-pot testing which revealed a breach to the insulation of the orange wire approximately 10.5¿ from the pump housing. No other areas of current leakage through the insulation of the driveline¿s wires were identified. The recorded driveline fault alarms would have resulted from the observed conductor breakdown in the red wire, which is consistent with the log file findings. Although a specific cause could not be conclusively determined, the observed damage to the red and orange wires appeared to be due to repetitive flexing over time and abrasion of the metal braided shield. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists bleeding and infection as adverse events that may be associated with the use of heartmate ii lvas. Section 1 "introduction¿ provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 also cautions that physiological factors that affect the filling of the pump result in reduced pump flows as long as the condition persists. Section 6 (under "anticoagulation") contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. Additionally, section 6 addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Furthermore, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard and driveline fault alarms, and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii lvas patient handbook,is currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. This document also contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. The fab, hm ii pump, g2.3 aft housing and motor capsule assembly describes the preparation and application of silicone adhesive potting on the solder joints of the motor capsule. This document also describes the process of curing the silicone adhesive potting. Document fab, heartmate ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies describes the procedure to be followed to assemble the cable/aft housing assembly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was currently admitted for suspected gastrointestinal (gi) bleeding and likely dehydration. The patient had known low flow alarms due to chronic gi bleeding. The log file showed a low flow event on (B)(6) 2021. The patient had several driveline fault alarms captured, but was not actively alarming when the patient was hooked up to the clinical monitor. There were no speed drops below the low speed limit or pump stops noted. The log file captured driveline fault events on (B)(6)2021 that continued to occur intermittently throughout the file. The patient's controller was exchanged due to the lamp on the running arrows being out and no longer illuminating. Both of the controllers showed teh same driveline phase causing the driveline fault alarm indicating damage to a driveline conductor. Technical services performed a driveline repair on 12jul2021. The splice was started at approximately 3.5 inches from the exit site. The repair was completed without any alarms and there no immediate alarms after the repair. The log file after the driveline repair continued to show degradation to the same driveline phase as did prior log files. The driveline fault alarm has not returned but given time it would most likely return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the onset of the gastrointestinal (gi) bleeding was (B)(6) 2021 and the patient was admitted on (B)(6) 2021. The gi bleed was caused by clostridioides difficile infection. The gi bleeding was resolved with oral medication of vancomycin for 2 weeks. The patient had a heartmate 2 to heartmate 2 exchange from a failed driveline repair.